Event description:
Customer reports blood glucose result of 10 mg/dl with low blood glucose symptoms taken on the advantage system; self treated with a piece of candy and some pepsi. Re-tested 3 mins later with result of 114 mg/dl and was feeling better. No quality controls used. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.